Manufacturer narrative:
(B)(4). Date sent: 10/26/2023. D4: batch # a9da2g. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that only the obturator from the b5lt device was returned with the obturator cannula damaged bent and inserted through the sleeve(cb5lt). The event reported was confirmed and it is related to improper use of the device. One possible cause for the damage found on the obturator, may be excessive external load placed on the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2023. D4: batch # unk. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the diagnostic laparoscopy procedure, while trying to insert the device, it completely bent to the side. Another like device was used to complete procedure. No patient consequences.